Event description:
It was reported that post-paced t wave oversensing was noted on the device. No further information was reported.

Manufacturer narrative:
Further information was requested but not received.